Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -15.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The surgeon noticed that the lens tore during injection. The surgeon believes the dehydration of the foam tip cause the tear. The lens was exchanged for a similar lens during the same surgery. The problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial. Visual inspection found a piece of the haptic and optic missing and white residue on lens. (B)(4).